Event description:
Reportedly, after the instrument was completely fired the tissue was resected proximal at the instrument and then opened. The tissue was not closed, as no staples were placed. The surgeon had to close the tissue with a purstring suture by hand, adding to the length of the case, and afterwards, do an anastomosis with a circular stapler.